Event description:
A report was received that the patient continued to experience pain at the surgical/implant site. The patient was prescribed additional pain medications.

Event description:
A report was received that the patient continued to experience pain at the surgical/implant site. The patient was prescribed additional pain medications.

Manufacturer narrative:
Additional information was received that the medication was for normal procedural pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 16204900, description: next generation anchor kit-sterile.